Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a left total knee arthroplasty with simplex hv bone cement. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to alleged loosening.